Event description:
Reported by the customer as: mmdg rec'd an email on (B) (6) 2010 from sgt (B) (6) with (B) (6). The sheriff reported that a (B) (6) boy had died while in foster care. The sgt also indicated, the child had various health issues. There was no known pump failure but as part of the ongoing investigation, he would require the pump history. Pt injury: yes.

Manufacturer narrative:
Mmdg is working with the (B) (6) sheriff's dept., sgt (B) (6), to coordinate return and evaluation of the pump in question. This initial report is being sent to comply with a 5 day reporting requirement for complaints associated with pt's death. We are continuing to pursue evaluation of this device. As further info and / or pump eval become available, a follow up report will be submitted.